Event description:
It was reported that the patient was experiencing ineffective stimulation. Diagnostic x-ray testing revealed the lead has migrated. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Date of event: event date is an estimate.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed through product testing alone. As received, the lead has no anomaly and passed all functional testing. The return lead did not identify any anomalies that would have contributed to the alleged event. No root cause was identified for reported event.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6) 2022 resolving the issue.